Event description:
According to the information, the patient had a continued erection.

Manufacturer narrative:
Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received. Qa will re-evaluate this complaint in accordance to procedures.